Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating or deflating properly. The ipp was replaced, and there were no patient complications reported.

Manufacturer narrative:
D6a is an approximate date.